Event description:
Nurse reported that 5-10 min into hemodialysis treatment the blood leak alarm on the machine went off. The dialysate tested positive for a blood leak. Ebl >100cc. Treatment was discontinued.